Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery while changing the infusion set. The patient's blood glucose at the time of incident was 131 mg/dl. Troubleshooting was initiated for the no delivery alarm during manual prime. The customer disconnected and reconnected the same reservoir and infusion set and the prime process was unsuccessful. The infusion set was changed and the prime failed a second time. The reservoir was then changed and the pump was able to deliver insulin. The customer was advised that changing the reservoir resolved the issue. No products were shipped or returned.